Event description:
It was reported that noise had been observed on the right ventricular lead along with variable r-wave measurements. Clavicular crush was suspected. No patient symptoms were reported. The lead was explanted and replaced without complications. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An incomplete lead was received in two pieces.